Event description:
Philips received a complaint by the authorized service provider (asp) sales office on the v60 indicating that while servicing the device, it was observed that there was an oxygen not available alarm. The device kept operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: e1-(B)(6).

Manufacturer narrative:
This is in regard to the o2 valve that was delivered to the product investigation lab (pil) with the accusation of: oxygen not available. The returned o2 valve operated without any issue with installation into the pil gas delivery system. Pil tech could not duplicate failure from the service. Pil tech verified that the returned o2 valve passed all o2 valve testing. No issue was found with the returned o2 solenoid valve, which was sent from the service.

Manufacturer narrative:
After further evaluation, the authorized service provider (asp) could not duplicate the reported problem. The oxygen solenoid valve was replaced as a preventative recurrence. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.